Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was trying to deliver a bolus when the insulin pump would not respond when the act button was press. The customer was asked if recalls any significant events leading to the keypad issues. The customer said no. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.